Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to lack of filter maintenance has caused the micronelu65h4 blower to fail. As a resolution, informed customer that the blower needs to be replaced with new one.

Manufacturer narrative:
H3: 81 other: currently, the suspect device has not been returned for evaluation. However, as per logs, the bellavista ventilator continued running with high blower temperature and blower temperature reached 85 degree c. Blower became defective and triggered alarm 316-blower failure on next startup. The customer was informed that this is a clear case of lack of filter exchange and user didn't give any attention to alarms. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.¿ d4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided.

Event description:
It was reported to vyaire medical: the bellavista ventilator is showing tf 316-blower failure on screen. The customer has performed the blower test and provided the logs. There was no patient involvement during the reported customer issue.